Event description:
Current condition: Spencer grade 3 and 5 Transcranial Doppler with bubble, studies twoof them. Also turning blue, face and feet. Low blood gasses. Positive TTE for shuntingbubbles in both left and right atriums. I have the disk and I took videos of the scans.TEEs and TTEs and pictures of one of the TCDs. BP keeps dropping and syncope. Ihave not been allowed to drive in three years. They placed the occluder in (b)(6)2023. Pacemaker (b)(6) 2024. Ablation (b)(6) 2024. I have been telling them since 2024my head feels like it did before the occluder was placed. Also pacemaker is set for 70bpm and it drops to 46 bpm documented on TEE. Devices are still inside of me and thedoctors keep telling me this is a functional issue. But test results say it is notfunctional. I feel like I am in large danger as I am. They send me away with no help.Falsify the test or leave them incomplete. Which you can see on the actual scans. AIopen evidence says the occluder is leaking and the pacemaker is not properly workingIt also said PMT has occurred. As I sit I am at risk. I have 10 plus brain lesions thatshowed up starting (b)(6) 2025. I have all results and actual scans showing what is going on. I also have disk for 2 TEEs that the reports are incomplete. I have formally asked for them to be amendedwith a response from nurses saying the doctor said they are staying as they are. I havethe disk. PT-1798, 2095. Device-2588. Reference report (b)(4). This report captures cardiac pacemaker occluder #2.